Event description:
It was reported that at a routine follow-up appointment, this right atrial (ra) lead was found to be exhibiting high, out-of-range pacing impedance measurements (>3000 ohms) and noisy signals. Loss of capture and increased capture threshold measurements were also observed. It was hypothesized the ra lead conductor had fractured and insulation damage had occurred, which resulted in the observed sensing issues. The ra lead was subsequently surgically explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The ra lead is retained at the healthcare facility and is not expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noisy signals, high pacing impedance measurements, loss of capture, and high capture threshold measurements were likely caused by the confirmed fracture.

Event description:
It was reported that at a routine follow-up appointment, this right atrial (ra) lead was found to be exhibiting high, out-of-range pacing impedance measurements (>3000 ohms) and noisy signals. Loss of capture and increased capture threshold measurements were also observed. It was hypothesized the ra lead conductor had fractured and insulation damage had occurred, which resulted in the observed sensing issues. The ra lead was subsequently surgically explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The ra lead was received for analysis.